Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient presented for revision surgery for unknown reason. After the revision surgery was completed, it was observed that there was a mismatch in devices used. The primary size 5 tibial tray was not explanted but size 4 revision devices were implanted. The surgeon was informed but elected to take no action.